Event description:
It was reported that the gas supply test during pre-use check failed. There was no patient involved. (B)(4).

Manufacturer narrative:
The ventilator was tested by our distributor, no fault was found. No parts were replaced. The device logs were saved and sent for evaluation. Evaluation of the device logs confirms the reported supply gas pressure test fail. The test failed only at one occasion. The log shows that the supply gas pressures measured by the internal gas supply pressure transducers in the gas modules were correct. The supply gas pressures is also measured by the monitor and breathing subsystems. The measured supply gas pressures between the monitor and breathing subsystems difference was too large. The cause to the failed supply gas pressure test has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).